Manufacturer narrative:
The treatment data files related to this event have been requested, but not yet rec'd by MFR. A gambro tech was unable to duplicate the reported condition and verified functionality by performing a 30 min simulated treatment, which included changing a pbp bag. No problems occurred. The machine is operating within MFR's spec and is authorized to be returned to clinical use. There was a 152 ml blood loss reported as a result of the reported event. No medical intervention was required as a result of this event.